Manufacturer narrative:
Alleged failure: shutting of and on with safe light cable salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad safelight cable that was not returned for investigation under (B)(4). Issue was not duplicated for the l10 light source. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device shut off during use. The unit was replaced and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the device shut off during use. The unit was replaced and the procedure was completed successfully.